Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable, clamp tubing" alarm. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis. Visual inspection of the pump showed that pump was in good condition. Functional testing included use testing. The pump's downstream and upstream sensors were tested and found functional, measured within manufacturing specification. The pump was tested for delivery accuracy to verify the pumps function and accuracy. Delivery accuracy tests found the pump to have a positive delivery error but was within the published specification of +/-6%. No problem was found with the delivery or function of the pump. The customer's reported problem was could not be duplicated. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.